Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns pt has developed severe obesity along with wheezing and shortness of breath, possibly due to the pt's aforementioned obesity and sleep apnea. The pt does have a medical history of heart disease. On exam, the pt's blood pressure was 130/80 and his pulse was 95. The pt's respiratory rate is labored and he is wheezing possibly related to upper respiratory infection or airway obstruction due to obesity. The pt was currently referred for vns replacement surgery as his device was found to be set at eri=yes. Additional information was rec'd from an implant card indicating the pt underwent generator replacement successfully due to end of service. At the moment, the relationship of the pt's obesity and sleep apnea to vns therapy is unk. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.